Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to the end of a robotic gastric sleeve procedure, it was discovered that a cannula flip top converter was disconnected from the cap and accidentally pushed into the patient's abdominal cavity. The device was removed from the patient.